Manufacturer narrative:
G4:28apr2021. B4:29apr2021. The issue was found during pre-use set up. There was no report of patient or user harm. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer. The customer replaced the blower and completed a performance verification test. The device was reported to have been repaired. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021 .

Event description:
The customer reported a ventilator experienced a blower temperature high alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.